Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter was not blinking when connected to the sensor. The customer removed the sensor and found it had no electrode. Blood glucose was 12 mmol/l. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
(B)(4) inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.